Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump was emitting multiple loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings: a review of the pump¿s black box history showed that a loss of prime with zero force was recorded. A ¿no cartridge detected¿ call service alarm was also found in the black box history as well. During testing, the pump emitted a ¿no cartridge detected¿ call service alarm. The force sensor calibration reading was zero. The pump was opened and a trace at the pin of the force sensor flex was found to be cracked.